Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the ostium of the severely calcified and tortuous the diagonal (dx) of the left anterior descending artery (lad). The 2.25 x 16mm promus element mr stent delivery system (sds) was advanced and the stent was deployed successfully in the dx. Then the physician implanted a 3.0 x 20mm promus element stent in the lad. A non-bsc guide wire was removed from the dx. A 1.5 x 12mm apex balloon catheter was used to post dilate the 2.25 x 16mm promus element stent. While advancing the catheter, the proximal end of the stent "accordioned". A non-bsc stent was used to complete the procedure. No further patient complications were reported and the patient condition was stable.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).